Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely due to patient condition.

Event description:
Tthe user facility reported a (B)(6) female undergoing cardiac surgery was to be implanted with an impella device for mechanical circulatory support. Us complainant reported the patient experienced delivery issues as the impella would not pass from the innominate artery to the ascending aorta. The patient was on impella support for 1.83 hours before the physician decided to abort the procedure. It was reported that after multiple attempts the physician decided to place central va-ECMO (venoarterial extracorporeal membrane oxygenation).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.